Event description:
During proceudre using dekompressor, the auger broke approximately 2.5 inches from the end. The physician was unable to retrieve the broken piece from the pt. A procedure was scheduled to remove the piece remaining in the pt.